Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. The device remains in use, and a supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted due to heart failure symptoms, hematuria and transient pump power elevations. The inr was 1.3. Device thrombosis was suspected and the patient was treated with bivalirudin and cangrelor. On (B)(6)2017, it was reported that the patient remained admitted, and that the plan of care was medical management. No additional information was provided.

Manufacturer narrative:
The referenced pump exchange due to a kinked outflow graft and the device evaluation in regards to the reported kink was captured under MFR report # 2916596-2017-02071. This follow-up report (2916596-2017-01209) is regarding the report of suspected thrombus. The pump was returned disassembled with the driveline cut approximately 1.5 inches from the pump body and the severed portion was not returned. Examination of the outlet stator revealed a deposition surrounding the outlet bearing ball and lodged between the stator blades. Contact marks were present on the outflow bearing cup indicating that the deposition was present it in the outlet stator while the device was operating; however, a specific duration of time for which the deposition was present in the device could not be conclusively determined; therefore, a correlation between the observed deposition and the reported pump power elevations and patient symptoms at the time of the event could not be conclusively determined. No log files were provided for analysis, therefore the report of pump power elevations could not be confirmed and a specific cause for the reported pump power elevations could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's pump exchange on (B)(6) 2017 was due to a kinked outflow graft. No further information was provided.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump was exchanged on (B)(6)2017. No additional information was provided.